Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a afib ¿ paroxysmal ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that steam pop occurred, and blood pressure decreased. Timing when complaints occurred was approximately twenty minutes after performing rpvi (right pulmonary vein isolation), while the ablation of the carina on the posterior wall. Drainage was performed. Venous blood was drained. The procedure was interrupted. Blood pressure returned after drainage, and the patient was fully conscious. Transseptal septal puncture was performed with rf needle. Ablation was performed before tamponade was identified. Steam pop was confirmed. Irrigation catheter¿s flow rate setting: 15ml ~ 4ml with the qdot 50w. The physician's opinions on the relationship between the event and the product was that there was no relationship with the jjkk product. Because venous blood was drained, it is considered that the sheath of sl0 was not able to go over the la, and the ablation of the carina was conducted from the epi side, which seemed to have caused the pop. With vizigo, the ablation of the rpv was able to conduct in the left atrium, but with sl0, it was not able to be inserted to the rpv. There were no abnormalities observed prior to and during use of the product.[relevant medical history]: -none. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.